Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -8.0/2.5/99 (sphere/cylinder/axis), was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a shorter length lens due to excessive vault and pigment dispersion. The problem was resolved. Cause of the event was reported as the device.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
D4 - model #: vticmo12.6 corrected to vticm5_12.6 claim #(B)(4).